Event description:
No additional information.

Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At 9:00 am on (B)(6) 2025, the nurse administered an IV infusion to the patient as ordered by the physician, using a closed-system IV catheter as standard practice. After inserting the catheter, blood seeped from the side of the catheter tubing, posing a risk of infection. The nurse immediately removed the catheter, apologized to the patient and family, explained the situation, and replaced it with a new closed-system IV catheter. The patient completed the infusion without further incident.